Event description:
It was reported the patient fell ¿last winter¿ and felt ¿something pull¿ in her back. The patient lost stimulation on her current group, f, and switched to a different group and felt stimulation. The patient reported this incident to a manufacturer representative at a reprogramming appointment on (B)(6). An impedance check revealed high impedances, greater than 20,000 ohms on all electrodes. No therapy or group measurements were performed. An x-ray was performed and everything appeared normal. The patient was reprogrammed and she felt stimulation return on group f with good coverage. No patient injury was reported. Because the patient was feeling stimulation and everything was connected the patient¿s healthcare provider determined the patient must be okay and she was sent home.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger